Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
The patient reported feeling fine overall but was hearing beeping tones from device. She was directed to go to the ER. Additional information received during follow-up indicated the device was checked. The alert tones were mistakenly turned on to monitor the lead's svc coil. Because this lead does not have an svc coil, the alert tones were then programmed off. The device remains in use. No patient complications have been reported as a result of this event.